Event description:
Physician reported the intraocular lens was removed and replaced due to an unplanned myopia.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 24.50.the results reasonably suggest this tissue is not manufacturing related.